Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Therefore, the root cause of the reported event could not be conclusively determined. However, the evaluation of the submitted system controller log file confirmed the report of pump stoppages. The submitted system controller log file captured multiple low speed events and pump stoppages between 02/14/2017 and 02/20/2017. The events captured were associated with low speed advisory and low speed hazard alarms, as well as elevations in pump power up to 14.9 watts. A single event captured in the log file was also associated with a driveline disconnected alarm and a low flow hazard alarm. The interruptions in pump function occurred only while the system was connected to a grounded patient cable and appeared consistent with a potential driveline wire compromise. The patient was provided with a non-grounded patient cable and no further pump stoppages have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 1 year and 1 month post-implant, the patient was seen for routine evaluation and upon connecting the system controller to the power module, the lvad system alarmed with pump stoppage events. An ungrounded patient cable was provided for use with the power module. X-ray images did not reveal any areas of concern. The patient was to be monitored while awaiting transplant. No additional information was provided.